Event description:
It was reported that a malfunction occurred, indicated by error code 6-0x2770, and the incident took place in france. There was no additional information regarding any adverse impact on the customer's blood glucose level. The customer was instructed to return the pump for further inspection, and a replacement pump with serial number (B)(6) was provided.